Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to what appears to be oversensing. Technical services (ts) provided a review of the reports. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to what appears to be oversensing. Technical services (ts) provided a review of the reports. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, the electrode of this s-ICD system was determined to have been fracture which led to the inappropriate. The patient heart function was noted to have return back to normal and the physician decided turn therapy off for this system. There is no plan for further device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to what appears to be oversensing. Technical services (ts) provided a review of the reports. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, the electrode of this s-ICD system was determined to have been fracture which led to the inappropriate. The patient heart function was noted to have return back to normal and the physician decided turn therapy off for this system. There is no plan for further device. No additional adverse patient effects were reported.